Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten years and six months later, computed tomography (CT) revealed that a high-density material was noted within the superior endplate of l4, that was unchanged, and the filter was noted in an infrarenal inferior vena cava. Approximately two years and three months later, computed tomography (CT) revealed that the filter was at the level of the l2-l3 vertebrae, that was not significantly changed and there was no evidence of retroperitoneal hematoma. Therefore, the investigation is confirmed for filter limb detachment. However, the investigation is inconclusive for filter tilt and perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and due to failed anticoagulation, hypercoagulable state, diabetes, hypertension and morbid obesity. At some time post filter deployment, it was alleged that the filter tilted, struts detached, perforated into organs and embedded in l3 vertebral body. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced back and abdominal pain. The current status of the patient is unknown.